Event description:
It was reported that the clinical study patient has worsening depression which is possibly related to stimulation and not related to implant or device. Medication was provided and the patient started dialectical behavior therapy. No further relevant information has been received to date.

Event description:
Additional information received noting that the outcome for the reported worsening depression is now recovered/resolved.

Event description:
Additional information received noting that the outcome of the event is 'not recovered/not resolved'.